Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Additional device product code: hrs. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Reporter is a j&j employee. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from depuy synthes reports an event in belgium as follows: it was reported that there were two pieces in one pack. No further information provided. This report is for one (1) 2.7mm ti va lckng scr slf-tpng with t8 stardrive recess 28mm this is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: the device has been received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. The product was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device. The affected part was not returned. Visual analysis of the photographic evidence revealed that the 2.7mm ti va lckng scr slf-tpng with t8 stardrive recess 28mm contained a quantity of two parts inside the package instead of the required quantity of one part as indicated on the label. The package was unopened with no visible damage or holes and the seal intact. Per the complaint and accompanying photographic evidence, the complaint condition was confirmed as a non-sterile package with the wrong quantity of pieces in the package. The affected part was not returned, and the condition was confirmed based on the photographs provided. The overall complaint was confirmed as the observed condition of the va lockscr ø2.7 head 2.4 self-tap l28 ta would contribute to the complained device issue. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history manufacturing location: monument, manufacturing date: 25-jul-2022, part number: 04.211.028, 2.7mm ti va lckng scr slf-tpng with t8 stardrive recess 28mm, lot number: 1128p18 (non-sterile), lot quantity: (B)(4). A two piece under count was recorded at op #80, machine pack/label. Production order traveler met all inspection acceptance criteria. Inspection sheet, in process / inspect dimensional / final inspection, met all inspection acceptance criteria. Packaging label log (pll) was reviewed and determined to be conforming. A total of 245 labels were printed. 238 labels were used on product; 1 label was used on the pll and 6 labels were destroyed. Packaging bom was reviewed and determined to be conforming with no deviations to normal packaging identified. This lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Component part(s) reviewed: component parts were not reviewed as the reported complaint condition of ¿two pieces in one pack¿ does not indicate breakage of the screw. Therefore, review of the raw materials would not be pertinent to the reported complaint condition. This lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.